Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the display was distorted on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator was reported. The device was returned to haemonetics on (B)(4) 2011. The display issue was confirmed and replaced. Upon further eval of the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. We are unable to confirm the proper deployment of the spill bag.

Event description:
A customer contacted haemonetics on (B)(6), 2011 and alleged that the display was distorted on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.